Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer stated he/she was unable to do a shift check because the front key pad does not respond. No info on pt involvement.